Event description:
It was reported by service report that there were no siderails on the bed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderails removed from bed.